Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, relevant medical history, race, and ethnicity was not reported. Procode: krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). The 2mm x 4cm galaxy g3 mini coil will not be returned for evaluation as it was implanted in the patient and the device positioning unit (dpu) was discarded by the customer; however, we will review the manufacturing and quality records as applicable per our internal procedure. These records will comprise our lots/batches history records, which were created during the manufacturing of the device. The small wire segment and hub pieces of the echelon-10 microcatheter will be returned for inspection. The small wire segment and hub pieces of the microcatheter have not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2019-00905.

Event description:
As reported by a healthcare professional, during a stent-assisted coil embolization of a left proximal (a1) aneurysm at the anterior cerebral artery, after successfully deploying a 2mm x 4cm galaxy g3 mini (glm920040/s15140) coil in the target aneurysm, the physician withdrew and removed the device positioning unit (dpu) wire through the concomitant echelon-10 (medtronic) microcatheter. A 2mm x 3cm galaxy g3 mini (glm920030/s15111) coil was then requested as the next coil to be inserted and the introducer was positioned within the echelon-10 microcatheter, but there was almost immediate resistance encountered as the dpu wire was being advanced just past the hub of the microcatheter. The coil could not be advanced any further, so the coil was safely removed, and a visual inspection of the echelon-10 hub followed. A small wire segment was discovered inside the lumen of the echelon-10 microcatheter, preventing any additional coils to be advanced through. The physician then announced that some resistance was felt during the removal process of the previous 2mm x 4cm galaxy g3 mini dpu, requiring a slight tug action to get the dpu wire completely removed from the microcatheter. The user suspected that the small wire segment belonged to the distal dpu of the 2mm x 4cm galaxy g3 mini, as the dpu had separated. The physician made a comment after the case that he believed the dpu wire potentially had stretched out at the distal end. Once the small wire was observed in the microcatheter hub, the echelon-10 microcatheter was removed from the patient and final images were obtained. No additional intervention followed, and the case was concluded. Thirteen spectra coils had been placed prior to the deployment of the 2mm x 4cm galaxy g3 mini coil, so the physician felt that adequate filling of the aneurysm had been obtained. There are no follow-up procedures planned at this time. No patient complications occurred as a result of the event. The patient remains in stable condition. There was no clinically significant delay in the procedure. After the procedure, the physician manipulated the echelon-10 microcatheter to remove the wire segment. The devices were prepped and used according to the instructions for use (IFU). There was no resistance between the guidewire and the microcatheter when accessing the target site. The user did not fasten the rotating hemostasis valve (rhv) too tightly around the introducer and he continuously verified that the introducer tip and microcatheter hub remained aligned. There was also no resistance encountered during advancement of the 2mm x 4cm galaxy g3 mini coil through the microcatheter. Prior to this coil, 13 spectra coils went through the same microcatheter without resistance. An adequate and continuous flush was maintained through the microcatheter and the user confirmed that flush lines were open and properly pressurized. The 2mm x 3cm galaxy g3 mini coil and echelon-10 microcatheter did not appear damaged during the procedure. The user reportedly did not apply undue force when handling the devices. A 6fr x 80 shuttle sheath, sofia distal access catheter, prowler select plus microcatheter, enterprise 2 stent, and a synchro 2 standard x2 guidewire were also used in the case and functioned as expected. The enterprise 2 stent was deployed through the prowler select plus microcatheter and the stent fully expanded and apposed to the vessel wall. The echelon-10 microcatheter was used as the coiling microcatheter. The vessel was moderately tortuous. The small wire segment and hub pieces of the echelon-10 microcatheter will be returned for inspection. The 2mm x 4cm galaxy g3 mini and the 2mm x 3cm galaxy g3 mini will not be returned for evaluation. No further information could be obtained. .

Manufacturer narrative:
Product complaint # (B)(4). [Complaint conclusion] as reported by a healthcare professional, during a stent-assisted coil embolization of a left proximal (a1) aneurysm at the anterior cerebral artery, after successful detachment of a 2mm x 4cm galaxy g3 mini (glm920040/s15140) coil in the aneurysm, the physician withdrew the device positioning unit (dpu) from the concomitant echelon-10 (medtronic) microcatheter. A 2mm x 3cm galaxy g3 mini (glm920030/s15111) coil was then requested as the next coil to be inserted and the introducer was positioned within the echelon-10 microcatheter, but there was immediate resistance encountered as the dpu wire was being advanced just past the hub of the microcatheter. The coil could not be advanced any further, so the coil was safely removed, and a visual inspection of the echelon-10 hub followed. A small wire segment was discovered inside the lumen of the echelon-10 microcatheter, preventing any additional coils from being advanced through. The physician then announced that some resistance was felt during the removal process of the previous 2mm x 4cm galaxy g3 mini dpu, requiring a slight tug action to get the dpu wire completely removed from the microcatheter. The user suspected that the small wire segment belonged to the distal dpu of the 2mm x 4cm galaxy g3 mini, as the dpu had separated. The physician made a comment after the case that he believed the dpu wire potentially had stretched out at the distal end. Once the small wire was observed in the microcatheter hub, the echelon-10 microcatheter was removed from the patient and final images were obtained. No additional intervention followed, and the case was concluded. Thirteen spectra coils had been placed prior to the deployment of the 2mm x 4cm galaxy g3 mini coil, so the physician felt that adequate filling of the aneurysm had been obtained. There are no follow-up procedures planned at this time. No patient complications occurred as a result of the event. The patient remains in stable condition. There was no clinically significant delay in the procedure. After the procedure, the physician manipulated the echelon-10 microcatheter to remove the wire segment. The devices were prepped and used according to the instructions for use (IFU). There was no resistance between the guidewire and the microcatheter when accessing the target site. The user did not fasten the rotating hemostatic valve (rhv) too tightly around the introducer and he continuously verified that the introducer tip and microcatheter hub remained aligned. There was also no resistance encountered during advancement of the 2mm x 4cm galaxy g3 mini coil through the microcatheter. Prior to this coil, 13 spectra coils went through the same microcatheter without resistance. An adequate and continuous flush maintained through the microcatheter and the user confirmed that flush lines were open and properly pressurized. The 2mm x 3cm galaxy g3 mini coil and echelon-10 microcatheter did not appear damaged during the procedure. The user reportedly did not apply undue force when handling the devices. A 6fr x 80 shuttle sheath, sofia distal access catheter, prowler select plus microcatheter, enterprise2 stent, and a synchro 2 standard x2 guidewire were also used in the case and functioned as expected. The enterprise2 stent was deployed through the prowler select plus microcatheter and the stent fully expanded and apposed to the vessel wall. The echelon-10 microcatheter was used as the coiling microcatheter. The vessel was moderately tortuous. No further information could be obtained. The distal portion of the 2mm x 4cm galaxy g3 mini device positioning unit (dpu) was received secured with tape inside of a tray. The rest of the device was not returned for evaluation. Three pieces of the echelon-10 (medtronic) hub were received inside of the same pouch. Upon receipt of the sample articles, microscopic examination was conducted. The extended coil section and resistance heating (rh) coil were inspected. The distal outer sheath had been softened, indicating that the rh coil had been heated and the detachment process had been initiated, and the embolic coil was not attached. The proximal portion of the returned dpu segment demonstrated that the dpu had stretched prior to separation. The three parts of the echelon-10 (medtronic) microcatheter hub were found cut/broken. An unknown small wire segment was observed in one of the pieces of the hub. Advancement through a lab microcatheter could not be tested due to the separated condition of the returned sample. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. No non-conformances related to the reported complaint condition were identified. The customer report that the device positioning unit (dpu) separated was confirmed; however, the exact circumstances surrounding the separation cannot be determined based on the condition of the returned device. The distal portion of the dpu was returned and the proximal end of the segment showed evidence that it had stretched prior to separation. The customer report of resistance/friction during withdrawal cannot be evaluated since the separated condition of the device prevented functional analysis. Analysis of the returned sample confirmed that the rh coil had been heated and the embolic coil had been detached, which is consistent with the report in the event description that indicated that the coil had successfully detached in the aneurysm. There is not enough information to identify the cause of the observed failure. However, it is likely that excessive force was applied to the device. It is possible that the unknown wire material in the hub of the echelon-10 (medtronic) microcatheter may have contributed to the separation of the dpu since resistance would have been encountered crossing the obstructed portion of the catheter. 100% of devices are inspected for damage at quality control (qc) final inspection. Thus, it is very unlikely that the device left the manufacturing facility with the observed damage. Functional testing could not be performed to determine potential root causes of the event. Resistance/friction and device separation are known potential failures associated with the use of the device. The instructions for use (IFU) contains several cautions relating to these situations, including instructions for troubleshooting the situations should they be encountered during use. The IFU states the following: ¿if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. If the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices.¿ neither the device history record review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and the evidence presented by the sample article; however, it is possible that procedural and handling factors, including device manipulation and interaction with the concomitant microcatheter, may have contributed to the reported failures. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2019-00905.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report that the complaint sample, consisting of the small wire segment and hub pieces of the echelon-10 microcatheter, has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2019-00905.